Event description:
The reporter stated that the keepsafe fall monitor alarm model 8350 had several issues but did not elaborate. No patient injury reported. Inspection of the alarm by posey shows that it does not sound when powered on.

Manufacturer narrative:
Evaluation codes: results: inspection of the alarm shows that the alarm case is damaged, the battery door is damaged. The sensor connection port has a pin missing. There was no alarm sound when the unit was powered on.